Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17857348) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the inner shaft of a 14 x 60 80 smart control stent got separated and the outer shaft only was removed. The procedure was completed after performing a post dilatation with a balloon catheter. There was no reported patient injury. The vessel level of angulation and calcification is none. The vessel level of tortuosity is mild. The device was not used for a chronic total occlusion lesion. The device was stored and handled per the instructions for use (IFU). The device was stored in the container. The device was brought in the procedure day. There were no anomalies noted when the device was removed from the package. The device prepped according to the IFU. There were no anomalies noted during prep. The device was used in the patient. Initially, a smart control stent was used to treat endovascular aneurysm repair (evar) case. A retrograde approach was made for both the common iliac arteries (cia) with a non-cordis sheath introducer (si). A non-cordis guide wire was used with the smart control stent for direct-kissing-stent technique on both common iliac arteries. There was no resistance met while advancing the device. There was no excessive torquing required. There was no resistance met while advancing the device over the guidewire. The physician attempted to remove the stent delivery system however, a strong resistance was felt. The physician kept withdrawing the stent. The inner shaft was removed from the patient however, the sheath was removed by hands. The device did not kink in the area of separation. There was no need of surgery or snare to retrieve any device segment. There was no patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections d10, g4, g7, h2 and h3 have been updated accordingly. This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within (B)(4) days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. The inner shaft and the outer shaft of a smart control stent 14mm x 60mm 80cm got separated and only the outer shaft was removed. The inner shaft was out of the patient. When the physician attempted to remove the stent delivery system, a strong resistance was felt but the physician kept withdrawing. The sheath was removed by hand. The procedure was completed after performing a post dilatation with a balloon catheter. The smart control stent was used during an endovascular aneurysm repair (evar) case. A non-cordis guide wire was used with the smart control stent for direct-kissing-stent technique on both common iliac arteries. The lesion had no angulation or calcification but had mild tortuosity. The device was not used for a chronic total occlusion lesion (cto). The device was stored and handled per the instructions for use (IFU). The device was stored in the container. The device was brought in the procedure day. There were no anomalies noted when the device was removed from the package. The device was prepped according to the IFU. There were no anomalies noted during prep. A retrograde approach was made for both the common iliac arteries (cia) with a non-cordis sheath introducer (si). There was no resistance met while advancing the device. There was no excessive torqueing required. There was no resistance met while advancing the device over the guidewire. The device did not kink in the area of separation. There was no need of surgery or snare to retrieve any device segment. There was no reported patient injury. One non-sterile smart control 14x60 80 was received for analysis inside a plastic bag. No original packaging was returned. Locking pin was not returned. Per visual analysis, the stent of the unit was observed already deployed and not returned. The inner shaft was observed kinked approximately at 9.4 cm from the distal tip of the device. Also, the inner shaft was observed separated from the hub of the device. No other anomalies were observed. Per microscopic analysis, the separated inner shaft was observed under the vision system. Adhesive residues were observed on the separated area of the inner shaft. Also, transferred material was observed on the tip of the separated material. The adhesive residues and the transferred material observed on the separated inner shaft are evidence that a bond was achieved between the inner shaft and the hub. Therefore, it is assumed that the inner shaft material was induced to a tensile force that exceeded the bond of the adhesive. A product history record (phr) review of lot 17857348 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - withdrawal difficulty¿ was not confirmed. Dimensional test were performed and the results were found within specification. The reported ¿inner shaft - separated - in patient¿ was confirmed since the inner shaft was observed separated from the hub of the unit. Per microscopic analysis, the separated inner shaft was observed under the vision system. Adhesive residues were observed on the separated area of the inner shaft. Also, transferred material was observed on the tip of the separated material. The adhesive residues and the transferred material observed on the separated inner shaft are evidence that a bond was achieved between the inner shaft and the hub. Therefore, it is assumed that the inner shaft material was induced to a tensile force that exceeded the bond of the adhesive. Procedural and or handling factors may have led to the reported event as well as vessel characteristics of mild tortuosity. According to the safety information in the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.